Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that during prime step, the pump pushed out all the insulin. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump involved with this complaint has been returned and evaluated by animas product analysis on 09/09/2013 with the following findings: review of the pump download history revealed loss of prime warnings with zero force and ¿no cartridge detected warnings¿ on the reported date of (B)(4) 2013. During the investigation the force sensor was unable to detect cartridge force. When the ¿load¿ step was activated the piston continued to empty the cartridge. It was noted that the pump alarmed ¿no cartridge detected¿. The pump cover was removed to investigate and evaluation revealed a cracked open trace was observed at the force sensor flex pin.